Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to gain telemetry with a patient's implanted heart device. It was noted that the radiofrequency programmer head showed a single orange light. The programmer head was changed out but the situation did not resolve. When the programmer was changed out the device was able to be interrogated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was unable to gain telemetry with a patient's implanted heart device. It was noted that the radiofrequency programmer head showed a single orange light. The programmer head was changed out but the situation did not resolve. When the programmer was changed out the device was able to be interrogated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of telemetry difficulty, the programmer passed all tests and no anomalies were found. (B)(4).